Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed. Corrected data: date of this report was incorrect in the initial report ((B)(6) 2017). This follow-up report is to correct the date of this report field f/u-001 from "(B)(6) 2017" to "(B)(6) 2017." Date received by manufacturer was incorrect in the initial report (07/01/2017). This follow-up report is to correct the date received by manufacturer field f/u-001 from "06/01/2017" to "06/23/2017".

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported cable works intermittently. No known impact or consequence to patient was reported.